Event description:
The customer reported the o2 manifold is leaking externally. Not in patient use. An authorized service provider (asp) confirmed o2 leaks out of one of the o2 outlets from the o2 manifold when plugged into an oxygen source. The asp replaced the existing o2 manifold with a new one. The asp plugged in an oxygen source to the o2 manifold with both o2 outlets unplugged and verified that no o2 was leaking from either outlet. Plugged hose from o2 manifold into ventilator (dedicated hose) to ensure o2 was getting to ventilator with the o2 alarm test. Testing passed and the issue was resolved.